Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 2 bd luer-lok¿ tip syringes had issues with medicine leaking past the stopper and crystallizing behind the plunger. The following information was provided by the initial reporter: "I had a customer call in this morning regarding a complaint, she is using the 20ml syringe and states the plunger has leakage and crystallization of drug product behind the plunger. She states this has occurred twice but couldn't give an exact doe."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 28-nov-2022. H6: investigation summary: it was reported there was leakage from the plunger and crystallization of drug product behind the plunger. To aid in the investigation, four samples with no packaging blisters and 20ml of an amber colored solution were received for evaluation by our quality team. Each sample has a label of the medication, amount, refrigeration information, beyond use date and whom the syringes were prepared by. No further inspection is needed. This is off-label use as this product is not designed to store drugs nor to fill them and refrigerate them. If the product is not meeting the customer¿s needs, it may be beneficial to contact the local bd sales, or marketing representative, for additional product options. As the lot provided is 'unknown,' a device history record review could not be completed. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed.

Event description:
It was reported that 2 bd luer-lok¿ tip syringes had issues with medicine leaking past the stopper and crystallizing behind the plunger. The following information was provided by the initial reporter: "I had a customer call in this morning regarding a complaint, she is using the 20ml syringe and states the plunger has leakage and crystallization of drug product behind the plunger. She states this has occurred twice but couldn't give an exact doe."